Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as itchiness on the back, broken skin under the from clasp of the garment, and a blister on left side of breast area. The patient has a known history of sensitive skin. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised removing the lifevest. Outcome of the wound is unknown as follow up attempts were unsuccessful.